Manufacturer narrative:
G2 - missing report source in initial MDR submitted on november 19, 2024.

Event description:
It was reported that during an implant procedure that the left bundle branch area pacing lead had high pacing impedance and no capture. The physician suspected that the lead perforated the heart muscle. The lead was not used and the procedure was completed with a different lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were lead perforation, high pacing lead impedance, and failure to capture. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torqued directly to the connector pin. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. The reported events of high pacing lead impedance and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.